Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA-(B)(4). Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Event description:
Asr revision. Left asr xl. Reason for revision: pain. Update: added products. Received: december 19th 2012. Update ad: 18 may 2018. Dint 22617 has been reopened under (B)(4) because of a new alert received. Corrected doi and dor/doe. Manufacturing dates has updated as well. Doi: (B)(6) 2008; dor: (B)(6) 2011; left hip.